Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The reporter alleged visualization of some black particles are blowing out from the device. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.